Manufacturer narrative:
Physio-control further evaluated the replaced therapy pcb assembly and the cause of the reported issue was determined to be due to a shorted diode, designator cr44.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led after testing. Upon, initial evaluation physio-control observed that the device would not charge defibrillation energy. In this state, the device would not be able to provide defibrillation shock to the patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led after testing. Upon, initial evaluation physio-control observed that the device would not charge defibrillation energy. In this state, the device would not be able to provide defibrillation shock to the patient, if it was needed. There was no patient use associated with the reported event.